Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 52 mg/dl, resulting in loss of consciousness and a fall causing severe traumatic injury. The user was transported to the hospital, admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. The user sustained significant arm injury requiring ongoing medical treatment and additional surgery.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and a fall, leading to significant traumatic injury requiring hospitalization and ongoing surgical management while on ilet therapy. Severe hypoglycemia can result in neurologic impairment and loss of consciousness, which is consistent with the reported fainting and possible seizure. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Device return evaluation identified external damage to the device housing and bezel; however, the device powered on and functioned during testing, and no internal corrosion or definitive failure was confirmed. Based on available information, no device malfunction was identified and the cause of the hypoglycemic event remains not established. If additional information becomes available, a supplemental MDR will be submitted.